Event description:
Non sustained episodes were reported. Possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event. Additional information reported that the patient had sudden onset of 4 ICD shocks at home and 3 more shocks in the ER. It was found in the or that clavicular crush may have been the reason for the rv lead fracture. The rv lead was capped.

Event description:
(B)(4) non sustained episodes were reported. Possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event. Additional information reported that the patient had sudden onset of 4 ICD shocks at home and 3 more shocks in the ER. It was found in the or that clavicular crush may have been the reason for the rv lead fracture. The rv lead was capped. A journal article was reviewed that contained information regarding this lead. Information was obtained through follow up that the patient received inappropriate therapy and/or the lead showed oversensing. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: non sustained episodes were reported. Possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event. Additional information reported that the patient had sudden onset of 4 ICD shocks at home and 3 more shocks in the ER. It was found in the or that clavicular crush may have been the reason for the rv lead fracture. The rv lead was capped. No conclusion can be drawn; lead(s), fracture of, oversensing, shock, inappropriate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).